Manufacturer narrative:
A sample was not received for this report. 3m was unable to determine a root cause for this reported event. Unplanned extubations (ues) are adverse events occurring in mechanically ventilated patients. Premature dislodgement of the endotracheal tube (ett) by the patient or staff is a more common event among pediatric and neonatal populations. The occurrence rates in the literature for critically-ill pediatric patients are not as consistent, however risk factors are nearly identical. Agitation and restlessness due to the minimal use of sedatives or muscle relaxants, ett fixation challenges, use of cuff-less etts, environmental conditions like high humidity, copious secretions, the potentially longer duration of intubation than in adults, and physical manipulation of the patient from repositioning, kangaroo care, general nursing care, and during procedures all contribute to an increased potential for unplanned extubation in the nicu and picu (pediatric intensive care unit) populations.

Event description:
A respiratory therapist reported an infant's endotracheal tube (ett) was secured with 3m¿ durapore¿ advanced surgical tape. The infant had copious secretions and reportedly required reintubation and re-taping. The reintubation was unsuccessful and the infant reportedly experienced oxygen desaturation and decompensated. The infant was moved to a ram cannula (similar to CPAP) and recovered. The infant has reportedly been discharged.